Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into the subject/a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a renal transplant, the device was not able to fire and the surgeon was not able to squeeze the handle. Once the vessel was placed between the jaws, the surgeon pressed the green firing button, but the jaws opened itself. A new device was used in order to complete the case. There was no patient injury.